Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that on (B)(6) 2026, the patient presented for an extraction of the implant at tooth site #29 with bone grafting, prp and immediate implant replacement. On (B)(6) 2026, the patient complained of tenderness. Due to a history of previously failed implants, it was suggested that an implant re-evaluation procedure be performed approximately a week later. On (B)(6) 2026, the patient was noted to be in significant pain and requested that the implant be removed. The implant was removed due to infection and the site was debrided. Symptoms as a result of the event: pain and inflammation.